Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. The customer's blood glucose level was 400 mg/dl. The customer reverted to an alternate method of insulin therapy.